Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number: c2082106 involved in the parent complaint to this file (B)(4) was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The following files are all raised from the parent complaint (B)(4): (B)(4) pigtail of a stent was kinked. (B)(4) incorrect wire guide used with replacement device. The device related to this occurrence underwent a laboratory evaluation under (B)(4) on the 7th december 2023. On evaluation of the device, the following was observed: visual inspection: stent and introducer are returned. Kink observed on 3rd porthole of the pigtail curve on the tapered end. Functional inspection: 0.035-inch wire guide does not pass the kink. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: there is evidence to suggest that the customer did not follow the instructions for use/product label. It should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. It is noted in the customer testimony that once the kink on the pigtail was noted, ¿he attempted to continue the procedure, but it couldn't be used¿. This complaint is therefore capturing use error. It was further noted that the user used a replacement device successfully with the incorrect sized wire guide. This shall be captured separately in (B)(4). User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was identified from the available information. As stated above, the user attempted to use a damaged device knowingly on the patient but was however unsuccessful. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The user and/or rep reported ¿no health hazard. The patient was recovered on (B)(6) 2023.¿ complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 09-sep-2024.

Event description:
Description of event: during the investigation of (B)(4) / MDR#3001845648-2023-00840 it was discovered that despite the device being kinked, the user attempted to continue the procedure with the damaged device which constitutes user error as per the IFU. Patient outcome: no health hazard. The patient was recovered on 11oct2023. Patient/event info - notes: user's comment: I think there is no problem with how to use it since it was kink from the beginning. Rep's comment: I agree with the user's comments as this is a product he uses regularly. [Additional information] 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact soon after opening the package. 2 what was the target location for the stent? 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston scientific/endselector 0.025. 5 was the wire guide lubricated prior to use? Unknown 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? Pls. Refer in description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? Unknown for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown 6 was resistance encountered when advancing the wire guide to the target location? No 7 was resistance encountered when advancing the introduction system in place to the target location? No 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No 12 was resistance encountered when advancing the stent through the obstructed area? No 13 after placement, was stent position verified? N/a 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes gw 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.